Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Eval: two swg's were returned for eval. One swg has soft bends near both ends & j-bend is partially opened. Swg remains intact without any separations. Swg has an od of 0.946 mm which is not a size packaged in product (B)(4) & source of swg could not be determined. Second swg has multiple bends along its length & distal portion is curled. Core wire was found broken adjacent to proximal weld, however coils are not stretched. Discoloration at broken end of the core wire is consistent with proximity to a weld. Proximal weld appears full & remains attached to the unbroken coil wire; distal weld remains intact. Based upon the measured length & condition of swg, no pieces appear to be missing. Diameter swg was measured & is within spec. Instructions for use describe suggested techniques to minimize the likelihood of swg damage during use. Instructions caution that use of excessive force during removal could damage or break swg. Device history records for the swg were reviewed with no findings relevant to this complaint. Reported complaint of swg kinking was confirmed through visual inspection of returned samples. One of the swg's was also confirmed to be unraveled with a broken core wire. No mfg defects were found during this investigation. (B)(4). Selected insertion site & pt anatomy may present a tortuous path that could contribute to the possibility of swg kinking. Swg breakage may occur if a force greater than the design spec is applied during removal. Quarterly trending indicates a low, stable rate for unraveled or separated swg complaints. Based on these circumstances, the potential cause of this issue is procedure/pt anatomy related.

Event description:
It was reported that during insertion of the spring wire guide (swg) through the arrow raulerson syringe (ars) in the right subclavian vein, the swg kinked. There were no reported pt complications.